Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a motor vehicle accident the patient was experiencing ineffective stimulation. Diagnostics determined multiple high impedances on the leads. Surgical intervention may be taken at a later date to address the issue.